Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated event. Review of the diagnostic images revealed that the device was slightly dislodged, and there was no presenting rhythm. The device was explanted. The patient was stable throughout the event.